Manufacturer narrative:
The pipeline flex braid remained implanted in the patient. Autopsy was not performed nor the braid explanted. No product evaluation could be performed. From available information, there was no evidence of product failure. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic received information that three days post pipeline and non-medtronic coil placement for a mid basilar artery aneurysm, the patient expired suddenly of cardiac arrest due to suspected acute intracranial hemorrhage. It was reported the physician felt the result was excellent after the implants were placed. The patient had no neurological deficit when transferred to intensive care unit post-operatively. The physician could not say what was the cause of the suspected intracranial hemorrhage. The patient's a large mid basilar sidewall aneurysm measured approximately 16mmx17mm. The posterior cerebral artery and the basilar artery measurements were 2.5mm and 4.5mm respectively.